Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation did not showed any damaged. Functional testing identified that the test needle could not be deployed, as it hit a blockage within the tube. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Event description:
On 12/07/2021 it was reported by a facility representative via (B)(4) that an ar-12990 knee scorpion would not close. This was discovered during use in a procedure. No patient affect reported. There was no additional information provided.